Event description:
The patient went to the clinic with the locator abutment in hand and a fractured fragment of the locator screw still inside the implant. The dentist was able to extract the fragment without damaging the implant.

Manufacturer narrative:
Visual inspection confirmed that the abutment fractured at the screw threads. A review of the product¿s history did not provide any indication of a manufacturing deviation that would contribute to this condition.